Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case was replaced to address the unresponsive touchscreen and the main circuit board was replaced to address the leaky super capacitor. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During resmed evaluation, the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During resmed evaluation, the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported unresponsive touchscreen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).